Manufacturer narrative:
(B)(4). Per the user, the way the arms are positions is causing him to have constant back pains. Medical intervention was required.

Event description:
Consumer stated the chair arms are unstable.